Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump alarmed for no disposable clamp tubing 18 hours after a medication cassette was changed. A nickel sized air bubble formed inside of the cassette that wasn't there when the cassette was mixed. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.